Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it closed, fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed without any difficulties noted.

Event description:
It was initially reported on (B)(6) 2010 that during a hand assisted laparoscopic surgery, the device would not close on the first firing. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information was received on (B)(6) 2011: the surgeon advised her the patient has contacted him for information regarding our device. The surgeon stated that in the case on (B)(6) 2010, the complaint was "device misfired with bleeding." The procedure was converted to an open procedure. (This information was not reported by the facility at the time of the complaint.) The patient has reported to the surgeon that since the first procedure they have underwent a hernia repair procedure and an laparoscopic appendectomy. Additional information has been requested.